Manufacturer narrative:
Initial.

Event description:
It was reported that the patient dropped the ilet, after which the screen became unusable with no display and visible delamination consistent with a display component issue; the medical device problem was characterized as a loss of or failure to bond affecting the display. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with component bonding failure of the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The patient will continue glucose monitoring using dexcom until setup of the replacement device.